Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the emergency medical service was dispatched and the went to emergency room due to hyperglycemia on (B)(6) 2019. The customer¿s blood glucose level was 476 mg/dl at the time of incident. Customer stated that the act button of the insulin pump was not working. The customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer experienced symptoms such as disorientation and vomiting. The customer was treated with insulin. Customer declined to perform a carelink upload. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.